Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an extended charge time alert was observed on the device. Abbott technical support was contacted and manual capacitor maintenance was performed to resolve the event. The patient was in stable condition and will continue to be monitored.